Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history review cannot be conducted as a serial number was not provided. A risk analysis cannot be conducted since conmed does not own the risk documents for this device. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ce200, beamer esu, kls martin device was used in a hot snare polypectomy procedure on (B)(6) 2024, and ¿patient was undergoing a colonoscopy and was not sedated. Patient says he felt a shock and burn during hot snare polypectomy single foil grounding pad no metal in body". The patient's status was described as "hes ok, said he felt a shock and burn". The procedure was completed without the use of an alternate device. A good faith effort was made to obtain further information from the reporter; however, the reporter has not responded to our requests for information. This report is being raised on the basis of injury, due to the possibility that the patient may have sustained a burn of unknown degree.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ce200, beamer esu, kls martin device was used in a hot snare polypectomy procedure on (B)(6) 2024, and ¿patient was undergoing a colonoscopy and was not sedated. Patient says he felt a shock and burn during hot snare polypectomy single foil grounding pad no metal in body". The patient's status was described as "hes ok, said he felt a shock and burn". The procedure was completed without the use of an alternate device. A good faith effort was made to obtain further information from the reporter; however the reporter has not responded to our requests for information. This report is being raised on the basis of injury, due to the possibility that the patient may have sustained a burn of unknown degree.